Event description:
It was reported that it was not possible to interrogate this device. An error message came up. The issue appears to be corrupted egm's. This issue is still under investigation, (B)(4).

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.